Event description:
Reporter indicated a patient developed an infection at the vns generator site following implant surgery on (B)(6) 2012. The generator and part of the vns lead were explanted on (B)(6) 2012. No replacement devices were implanted. Attempts for additional information are in progress.

Event description:
The explanted vns generator was received for analysis on (B)(6) 2013. Paperwork sent with the generator indicated infection was also noted 'along the lead'. The lead was not returned. Analysis of the generator did not reveal any anomalies, and the generator performed per specifications.

Event description:
Additional information was obtained from the reporter. Reporter indicated patient was recovering from the infection, but was still on intravenous antibiotics and hospitalized. The cause of the infection was felt to be due to the recent implant surgery on (B)(6) 2012. The infection involved both the lead and generator incision sites. It was unknown if any trauma or device manipulation occurred, or if wound cultures were performed. Attempts for additional information have been unsuccessful to date.

Event description:
Product information was obtained for the vns lead. Review of sterility records confirmed sterilization of the lead prior to distribution. Additionally, the implant date for the vns generator was (B)(6) 2012, and the implant date for the lead was (B)(6) 2000. The patient had vns generator replacement surgery performed on (B)(6) 2012, and the generator and lead were then removed on (B)(6) 2012 due to infection.

Manufacturer narrative:
Device manufacturing records for the generator were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution. Lead model information is currently unknown, so a device history review for the lead could not be performed.

Manufacturer narrative:
Date of event, corrected data: the incorrect event date was inadvertently reported on the initial MDR. The correct date is provided. Describe event or problem, corrected data: vns lead product information was obtained and sterility records confirmed the lead was sterile prior to distribution. Implant date, corrected data: the incorrect vns generator implant date was inadvertently reported on the initial MDR. The correct date is provided.